Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The products were returned and the reported events were confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR and complaint history review could not be performed as the lot/item number was not available. Functional testing could not be performed due to the nature of the devices and events. Therefore, the reported events could not be recreated. The complaint is related to the functional performance of the devices. Based on the investigation, risk review and IFU, the most likely causes determined from the investigation are excessive loading on device assembly - parafunctional habits of the patients (e.g. Clenching, bruxism and overloading) over the implantation period ¿ 16 years. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Lot number unknown / not provided. PMA/510(k) number not available. Fax number and last/given name unknown / not provided.

Event description:
It was reported that the patient presented with a fractured implant with a fractured screw inside. The implant was removed.